Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 20-feb-2020. The most recent information was received on 04-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of myalgia ('muscle pain') in an adult female patient who had essure (batch no. B34526) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced myalgia (seriousness criterion medically significant), nervous system disorder ("neurological problems"), arthralgia ("joint pain") and fatigue ("extreme fatigue"). At the time of the report, the myalgia, nervous system disorder, arthralgia and fatigue outcome was unknown. The reporter provided no causality assessment for arthralgia, fatigue, myalgia and nervous system disorder with essure. Lot number: b34526, manufacturing date: 2013-05, expiration date: 2016-05-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 20-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of myalgia ('muscle pain') in an adult female patient who had essure (batch no. B34526) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced myalgia (seriousness criterion medically significant), nervous system disorder ("neurological problems"), arthralgia ("joint pain ") and fatigue ("extreme fatigue"). At the time of the report, the myalgia, nervous system disorder, arthralgia and fatigue outcome was unknown. The reporter provided no causality assessment for arthralgia, fatigue, myalgia and nervous system disorder with essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.